Event description:
13 alaris 8300 etco2 devices have had the same failure with error code 571.6241. The devices serial numbers experiencing this issue are - [13 serial numbers redacted] 1st unit: (experienced issue second time after being repaired by vendor), 2nd unit: (experienced issue second time after being repaired by vendor), 3rd unit: (repaired - currently being investigated by bd).